Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device preparation for implant, it was noted that the device could not be programmed as the device showed backup vvi status while still in the box. Device was not used.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and it was noted a parity error caused the bvvi. The parity error was due to exposure to cold temperatures.